Event description:
A potassium result of >12 mmol/l was reported from the epoc system at 12:27 on (B) (6) 2008. As per the facility's procedure, another sample was collected and the test repeated at 12:39. The result at this time was potassium of 2.6 mmol/l. At 13:53 the same patient was tested on the epoc system and a potassium result of >12 meq/1 was reported. Another sample was collected and the test was repeated at 13:58. At this time the potassium result 4.1 mmol/l.

Manufacturer narrative:
The investigation concluded that elevated potassium results occurred occasionally only when performing a blood test using epocal's epoc blood gas and electrolyte (bge) test card from card lot #260 and the blood sample was introduced using the portex arterial blood sample syringe, manufactured by smiths medical asd, inc. The elevated potassium test results occurred due to sample hemolyzation at the blood port entry in the epoc bge test card. The sensors were reading these values correctly. The epoc bge card blood entry port was designed to comply with iso594-1: 1986 for conical fitting with a 6% luer taper. The investigation determined that the smith's portex syringe did not comply with the luer standard, and hence allowed the syringe to penetrate deeper into the blood entry port of the bge test card. This produced a variable constraint in the blood sample flow, which occasionally resulted in lysis of the red blood cells (i.e. Hemolysis). At the time of this report, epocal is attempting to confirm through smiths medical that syringe (B) (4) is intended to comply with iso594-1: 1986.